Manufacturer narrative:
(B)(4) follow up it was reported there was a needle with several dark spots on it. As a sample was not returned, a thorough sample evaluation could not be performed. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo shows a packaging blister with a needle assembly in it. From the photo, it appears the plastic shield has a black speck in it. No other information could be obtained from the photo. A device history record review was completed for provided material number 305165, lot 3334855. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed, but without the actual physical sample analysis a probable root cause could not be offered.

Event description:
No additional information received material: 305165 batch#: 3334855 it was reported by the customer that one of our pharmacists identified a needle with several dark spots on it. It is still sealed so I can not tell exactly where it is in the packaging. Verbatim: one of our pharmacists identified a needle with several dark spots on it. It is still sealed so I can not tell exactly where it is in the packaging.

Manufacturer narrative:
Pr 9926102: initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. H3 other text : see h10 manufacture narrative

Event description:
Material: 305165 batch#: 3334855 it was reported by the customer that one of our pharmacists identified a needle with several dark spots on it. It is still sealed so I can not tell exactly where it is in the packaging. Verbatim: one of our pharmacists identified a needle with several dark spots on it. It is still sealed so I can not tell exactly where it is in the packaging